Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. However, based on the event description, the dislodgment was most likely due to using too small of a valve in the patient. During the implant procedure it was decided to use the 29mm, however, this resulted in moderate paravalvular leak (pvl) after the valve dislodged after the third deployment attempt. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, valve sizing, or presence of pre-existing patient conditions. In this event, the most likely cause was due to the valve being too small for the patients anatomy, dislodging and resulting in pvl. A second non mdt valve was implanted valve-in-valve with no further adverse effects reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with minimal annular /aortic calcification, the implant team chose to proceed with a 29 millimeter (mm) valve despite sizing recommendations to use a 34 mm valve. The valve was attempted to be deployed at a depth of 3 mm on the non-coronary cusp (ncc), however the valve dislodged. A second deployment attempt was made at a depth of 4mm the ncc, but the valve dislodged again. The valve was then fully deployed at a depth of 2mm on the ncc. After the valve was released from the delivery catheter system (dcs), the valve dislodged deep, resulting in moderate paravalvular leak (pvl). A second non-medtronic valve was successfully implanted valve in valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that one day following the transcatheter bioprosthetic valve implant procedure, a permanent pace maker was implanted due to sick sinus syndrome/other sinus node dysfunction and atrial arrhythmias (atrial tachycardia, atrial fibrillation, and atrial flutter). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.